Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed 3 months prior from the occurrence date because the lot number was unknown. The lhr review did not reveal any non conformance reports, which could have contributed to this complaint. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the tissue welder was removed from the package and the staff noticed that the plastic boot cover was bent all the way backward. Device was not used on the patient at this time. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.